Event description:
It was reported that the patient was currently in the hospital. The patient was undergoing rehabilitation to try and walk again. The patient went to sleep a week ago on thursday for a day and a half and they woke up immobilized and couldn¿t walk. The patient was admitted to the hospital a week ago on friday. The patient¿s rehabilitation was for the l4-l5 vertebrae and they wanted to turn their stimulation on to see if that helped with the rehabilitation. The patient mentioned that it may have been a blood poisoning situation. The patient thought they might be in rehab for 30 days.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4). (B)(4).

Event description:
It was further reported that the patient was still in a rehab facility at the time of the report. It was determined that it was blood poisoning that caused the patient¿s inability to walk. The patient was on IV antibiotics. There was no relation to the device.